Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, non-sustained rv oversensing was noted. Upon review of session of records, the electrogram (egm) suggests double counting of some complexes and confirmed that capacitor maintenance was occurring. Abbott technical support indicated that this is normal device behavior and no programming changes are recommended. The patient was stable and will continue to be monitored.